Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and was ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Fa was able to reproduce the reported complaint. The iesu was analyzed and tested on an in-house system and was run in normal mode.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report they were getting a u-02 error on the vio integrated electrosurgical generator unit (iesu). The customer removed the iesu connections and restarted the generator, but the error persisted. The customer connected a force triad generator and would be continuing with the procedure using the third-party generator. At this time, it is unknown if ports were placed on the patient. The customer called back and stated they were having trouble activating the third-party generator from console. The customer was going to connect the external foot pedals to the force triad generator to activate energy. The isi clinical sales representative (csr) contacted the tse and asked if their single port (sp) vision side cart (vsc) or erbe would work with an xi system. The tse explained the sp vsc had a different software and this combination would not work. The tse explained isi does not recommend pulling the erbe generator off of the vsc. The csr stated the customer had a force triad generator but was having some issues with it. The procedure was completing as planned with no reported injury.